Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced back spasms. Nevro attempted to obtain additional information regarding the nature of the issue, but none was available. The patient was hospitalized and later discharged. There have been no reports of further complications regarding this event.